Event description:
It has been reported to philips that the system had an image processing malfunction. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the hard disk. The fse replaced the hard disk and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue with image processing. Review of the system log file showed that malfunction with image processing. As a part of troubleshooting fse found that one of the hard disks was suspected. Fse replaced the hard disk and recreated the image storage the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.